Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water tube and air/water cylinder had remains of white foreign material likely due to insufficient reprocessing. During the incoming inspection no leakage was found, the distal end insulation test failed. Additionally, the forceps channel port had a dent. The switch number 1 had a cut. The switch box, the grip, the knob, the suction connector, and scope cover unit had scratches. Due to a scratch on the plastic distal end cover, the insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The bending tube was deformed. The light guide lens had a crack and a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water tube had foreign material. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion/clogging of the material in the a/w channel and a/w cylinder were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.